Event description:
It was reported that the patient had years of suffering effects from failed mesh sling which was implanted for stress incontinence. The suffering effects were pain, reduced mobility, nerve pain, autoimmune responses, hip pain/pelvic pain, lower tummy cramps, bloating, painful intercourse and lack of bladder control with urge incontinence which had led to a major surgery to have it removed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. Potential root causes for this failure could be "physician placement" and "incorrect or inadequate mesh heat setting". Potential root causes for this failure could be "physician placement" and "incorrect or inadequate mesh heat setting". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (USA) law restricts this device to sale by or on the order of a physician. This product is intended for use only by physicians trained in the surgical procedures and techniques required for the treatment of female stress urinary incontinence and the implantation of nonabsorbable meshes. The physician is advised to consult the medical literature regarding techniques, complications, and hazards associated with the intended procedures. The guide also states: adverse events complications associated with the proper implantation of the adjust® sling system may include, but are not limited to: ¿ postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. ¿ urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/typically too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, vagina, rectum or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had years of suffering effects from failed mesh sling which was implanted for stress incontinence. The suffering effects were pain, reduced mobility, nerve pain, autoimmune responses, hip pain/pelvic pain, lower tummy cramps, bloating, painful intercourse and lack of bladder control with urge incontinence which had led to a major surgery to have it removed.